Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative scoliosis procedure: l1-5 anteroposterior fusion. L1-5 oblique lumbar interbody fusion (olif), performed pps on posterior side. Level implanted: l1-5 intraoperative bleeding volume: 3300cc in total (2500cc during olif, 800cc during pps) it was reported that intra-op, after placing the cage at l4/5, the cage proceeded to the contralateral side. It was confirmed by the frontal image by intraoperative c arm that 3/4 of the cage protruded to the contralateral side. Cage was tried to be removed from the invading side, but it did not move at all. At this time, the blood pressure dropped noticeably and removal from the invading side was given up. Because risks such as bleeding were also considered, so the wound was closed and confirmed by CT. The overall operation time was delayed about two and a half hours. Additional surgery was performed by changing the patients positions from the contralateral side and since there was no problem in the cage itself, the cage was implanted into the patient as it was.